Manufacturer narrative:
Patient identifier: not available due to hospital policy . Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy weight: not available due to hospital policy . Ethnicity: not available due to hospital policy . Race: not available due to hospital policy . Implanted date: device was not implanted . Explanted date: device was not explanted . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot # combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved carrier tube kinked. The angio-seal device was used for hemostasis of the punctured femoral artery after percutaneous coronary intervention (pci). After the locator/insertion sheath assembly was inserted into the artery, the locator was removed, and the carrier tube was then attempted to be inserted. At that time, the middle part of the carrier tube got kinked. As the physician determined that it would be difficult to use the device, the device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.